Manufacturer narrative:
Combination product: yes. Upon receipt, the leads under complaint were subjected to an extensive analysis. The performance of the leads was scrutinized, including visual, mechanical and electrical inspections. Solia s 60 ¿ sn (B)(6). The visual analysis showed a ligature mark and squeezed conductor coil 24 cm distal to the is-1 connector pin. However, a thorough analysis of the lead did not show any deviations which might have led to the reported clinical observations. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. Solia s 53 ¿ sn (B)(6). The visual analysis showed a ligature mark and squeezed conductor coil 15 cm distal to the is-1 connector and a damaged insulation 12.5 cm distal to the is-1 connector pin. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. The values of the parameters measured during the mechanical inspections were within the technical specifications. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that increased stimulation threshold in rv was noted. The patient experienced syncope. Intraoperatively an insulation damage of the associated atrial lead was observed. Both leads were explanted and replaced.